Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host computer was unable to power on. Upon troubleshooting, fse reviewed the system's logs and found that the startup time of the pc unit (other than the host pc) occurred before the host pc's startup time. This indicated that power was being supplied. Fse concluded that the host pc housing was malfunctioning. Fse replaced the host pc in the m cabinet. However, the issue persisted, and a boot failure reappeared. Upon further investigation, fse replaced the power supply, which was shared with the host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the host pc and power supply by the field service engineer has resolved the reported issue and restored the functionality of the system. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.